Event description:
Clinical history: pt is a (B) (6) female presenting with a complete, total occlusion of the sfa. Procedure: dr (B) (6) tried using a quick cross device with a wire to cross the lesion without success. Dr (B) (6) in to assist dr (B) (6) passed a pioneer catheter with wire successfully through the lesion, down to the knee. Dr (B) (6) then removed the pioneer catheter and placed a 2.3 te. Dr (B) (6) proceeded to lase with the 2.3 te, assuming the guide wire was in the appropriate place. Fluro was used throughout the procedure. A member of the team noticed a blue light coming from underneath the sterile drape. The md had lased completely through the pt's thigh, as the guidewire had been retracted for an unk reason. The pt did not complain of any pain around the site during the procedure, vitals were stable throughout, a nurse held direct pressure at the site of the exit wound and bleeding stopped. A post-procedure angiogram was done and showed no obvious injury to the vessel.

Manufacturer narrative:
Patient outcome: the pt was kept overnight and discharged home the following day. Preliminary failure analysis: there is no indication that the event was caused by a malfunction of the spnc device. Correction: brand name. The initial filing documented the "brand name" as being a 2.0mm catheter over-the-wire. The actual and correct brand name of this device is spnc 2.3mm catheter over-the-wire.